Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was frequently charging the ipg. It was also noted that the remote would only communicate with the ipg sporadically. Database analysis revealed that the ipg was not working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively.